Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that the system had a fault, and it was an ongoing issue. The user stated that the fault was related to the master tool manipulators. Unable to recover the fault, the user switched to the second surgeon side console to continue with the procedure. The tse reviewed the system error logs but did not find any related errors. The user continued and completed the procedure with no further issues. No known impact or patient consequence was reported. The user rebooted the system after the procedure, and the system powered on without errors. The user called back later and reported that the issue reoccurred. The tse recommended that the user remove the malfunctioned ssc from the system to resolve the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter clarified that the user converted to another ssc to continue with the procedure. The fault occurred on the same day during the second procedure, and it was also completed using the other surgeon side console in the room.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete.

Manufacturer narrative:
The master tool manipulator (mtm) was installed onto a patient fixture test platform (pftp) where sine cycle was found to be failing on the axis 3. Once testing was completed, the axis 3 motor and motor cable was tested and was verified to be the source of the fault. No physical issues were found during visual inspection. Root cause is attributed to the defective component. The axis 3 motor and axis 3 motor cable led to system errors.

Event description:
Refer to h11 for follow-up information.